Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon inspection, a broken tube and associated fluid loss were identified. As a result, the device was explanted. An attempt was made to place a new ipp model; however, the physician noted a bladder injury intraoperatively. The bladder was repaired, and a tactra was implanted to maintain the corpora. No additional information was reported.